Event description:
Routinely disinfect the skin and spread sterile drape. After successful local anesthesia with docaine, puncture the right jugular vein using the seldinger method and insert. Contrast catheter, perform inferior vena cava angiography, see the inferior vena cava. The veins are unobstructed, the filter is in good position, and there are no thrombi attached. Install, replace the recovery sheath, position under fluoroscopy, and apply the catcher successfully captured the recovery hook and pushed it forward for recovery sheath, retract the filter into the sheath, and recycle the filter smoothly after withdrawing, the marking tape was found to have fallen off, causing another the image showed that the marker band was lost to the heart, and during the operation bleeding is about 10ml. Press the puncture point for 15 minutes after surgery. Afterwards, the puncture point was bandaged with pressure. The operation went smoothly. The patient felt no discomfort and returned to the ward safely. Saturationdegree 99%, r 19 times, min.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.